Event description:
It was reported that devices were used during a laparoscopic gastric bypass. The distal end of the devices shattered inside patient. The surgeon retrieved pieces. A similiar device was used to complete case. There was no further consequence to the pt.